Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the conquest products that are cleared in the us. The 510 k number and pro code for the conquest products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an angioplasty procedure in pulmonary artery, the pta balloon catheter allegedly broke at 5cm proximal from the joint between the balloon and catheter. Another balloon was used to perform the procedure. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was returned for evaluation. A visual inspection found a complete circumferential break in the outer catheter. Therefore, the investigation is confirmed for the reported catheter break. The root cause for the identified break could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Labeling review: the current (B)(4) IFU (instructions for use) states: warnings: - when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. [Applying excessive force to the catheter can result in tip breakage or balloon separation.] - careful attention must be paid to the expansion of the stents, dilatation of calcified lesions or tortuous anatomy. [It may lead to catheter damage or balloon rupture.] Precaution for usage: - if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/ introducer sheath as a single unit. - do not continue to use the balloon catheter if the shaft has been bent or kinked. Malfunctions: - catheter damage, catheter breakage.

Event description:
It was reported that during preparation for an angioplasty procedure in pulmonary artery, the pta balloon catheter allegedly broke at 5cm proximal from the joint between the balloon and catheter. Another balloon was used to perform the procedure. There was no reported patient contact.